Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) forradiculopathy,033:non-malignant pain. It was reported that  patient (pt) stated he thinks the controller is acting up. Patient reported that the controller is just turning off and is not responsive unless he restarts it. Patient ( pt) reported yesterday 01-jul-2021 that his therapy turned off for no reason. Pt stated that he felt funny like he wasn't getting "shocked". He checked the ins status and it was off. Pt stated the ins was charged at the time and he had not turned his ins off. Pt stated that he thinks his ins turned off by itself. Patient services reviewed that he should have his ins checked to determine what caused therapy to turn off. Patient services reviewed that the ins will not just turn itself off unless the battery is depleted or it is manually turned off with the controller. Pt stated when he goes to recharge the ins - the controller is having a hard time charging the ins - he will have excellent charge quality - and 5 min later it will just stop and he will have to start the whole process over and reconnect to the ins. Pt stated they changed out the rtm cord early when he first got the implant.